Event description:
Patient contacted dexcom technical support on (B)(6) /2015 to report a detached sensor wire on (B)(6) 2015. Patient claimed that while attempting insertion of a new sensor, the sensor wire remained attached to the applicator when the applicator was removed from the sensor pod. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).